Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bottom of rear case broken - replaced rear case chipped ail housing - replaced ail sensor. Corroded left and right iuis - replaced both iuis 3rd party door clamp - replaced door clamp. U4 on display board dim - replaced u4. Wires in l2 broken on motor control board - replaced l2. Delaminated keypad - replaced keypad. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 13sep2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to damaged/cracked of the assy rear case. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a damaged rear case. There was no patient involvement.

Manufacturer narrative:
Z-2718-2020 for iui connection issues this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bottom of rear case broken - replaced rear case chipped ail housing - replaced ail sensor. Corroded left and right iuis - replaced both iuis 3rd party door clamp - replaced door clamp. U4 on display board dim - replaced u4. Wires in l2 broken on motor control board - replaced l2. Delaminated keypad - replaced keypad. This file was deemed reportable due to findings of air in line sensor damage, corroded iui connectors, dim display board assembly and damage to the inductor of the motor control board. A review of the device history record for sn 13930330 was performed, which showed the device had a manufacture date of 13sep2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn 13930330 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had a damaged rear case. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a damaged rear case. There was no patient involvement.